Event description:
A complaint was reported by a distributor concerning a pump with display issues, specifically that the screen was almost completely dark, and restarting did not resolve the problem. There was no reported impact on the customer¿s blood glucose level. The pump was replaced under warranty, and the customer was given instructions for returning the problematic pump, although they declined to share information on backup therapy to ensure insulin delivery was not interrupted.